Event description:
Device 2 of 2. Please see MFR report #1627487-2010-01846 for device 1. On (B)(6) 2006, the pt was implanted with an scs system. A nurse called in to report a strange combination of low and invalid impedance readings on the lead. The pt did not have stimulation. On (B)(6)2010, the pt was revised. Two model 3343 extensions and a model 3716 ipg were explanted and replaced with a model 3788 ipg and two model 3341 extensions. The pt's leads were not explanted.

Manufacturer narrative:
Device eval 2 of 2. Please see MFR report #1627487-2010-01846 for eval of device 1. The lot number of these extensions is unk. Method: a visual inspection was performed on the returned extensions. Results: visual inspection revealed that the extensions were complete and no anomalies were noted. Conclusion: the complaint about "no stimulation" could not be confirmed and the cause of the reported complaint could not be determined. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.